Manufacturer narrative:
Date of event- specific event date not provided.

Event description:
It was reported via literature article that 306 men were treated with an inflatable penile prosthesis (ipp) between 2007 and 2015. The study found that 10 of the 306 patients experienced striction syndrome and a transiently non-functional device due to ms pump inflation without evidence of fluid leak. The issue was present after a time of prolonged inactivity, either at 6 weeks before initial activation or after a several month period during which the ipp was not cycled. Out of the ten patients, six patient had their issue resolved in the physician's office by performing a forced deflation maneuver and no further intervention was required. Four of the ten patients underwent a revision surgery.